Manufacturer narrative:
(B)(4).

Event description:
It was reported during interrogation, device measurement trends were missing when used with a programmer. The patient's fast heart rhythm and lack of suitable stimulation prevented the physician from refreshing the impedance data. Testing performed on the next day found normal measurements. The patient condition is good.